Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that short interval counts (sic), t-wave oversensing (twos) and minor fluctuations in impedance had been observed in the days following implant. The underlying cause was determined to be a loose setscrew on the implantable cardioverter defibrillator (ICD). The setscrew was unscrewed, lead removed, lead reinserted and setscrew secured. The ICD remains in use. No patient complications have been reported as a result of this event.